Event description:
Patient fell causing a periprosthetic fracture below the lesser trochanter. The stem was also noted to be slightly loose.

Manufacturer narrative:
Additional narrative: patient fell causing a periprosthetic fracture below the lesser trochanter. The stem was also noted to be slightly loose. Examination of the reported device was not possible as it was not returned. Two images of radiographs and an image of an explanted summit stem were received for review. The images are undated. The complaint description indicates that the construct was revised because of a periprosthetic fracture that resulted from a fall. Loosening was also noted during the revision. The two radiographs appear to have been taken before and after the revision. While the fracture is evident in both images, one image shows the broken region migrated away from the femur and the other image shows the broken region placed back into its appropriate position on the superomedial part of the femur. The implant components also appear to have changed between the two images. The pre-operative image does not exhibit any obvious signs of loosening or any anomalies that would have contributed to bone fracture. The image of the explanted stem shows that it is a proximally coated device designed for bony ingrowth. There appears to be bony tissue adhered to the porous coating in the image on the medial and posterior faces, with little or no ingrowth visible on the lateral face. If this information is compared back to the x-ray, it is appears that the fractured section of bone corresponded to a majority of the region that had properly adhered to the porous coating. Thus the loosening that was observed during the revision surgery appears to be a direct result of the fracture. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).